Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
The patient presented with atypical chest pain, dyspnea and nyha iii without syncope. According to physicians degeneration is not premature. Cause of degeneration was not known (no condition or infection). Patient outcome was noted as doing well.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, in this case, was most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years and 10 months due to degeneration leading to stenosis with mean gradient of 57mmhg. A 23mm sapien 3 ultra transcatheter valve was successfully implanted within the surgical edwards valve using the transfemoral approach.